Manufacturer narrative:
The dcs did not interact with the valve causing it to dislodge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve slowly dislodged from the native annulus. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device: product ID: e volutpro-26, serial/lot #: (B)(4), ubd: 05-apr-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) requested, but was not returned; therefore, no product analysis could be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve slowly dislodged from the native annulus. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. It was reported that the first valve was implanted shallow and due to the small size of the 26 mm valve, it may have been caught on the delivery catheter system (dcs) nose cone during dcs removal. No additional adverse patient effects were reported.